Event description:
A report was received that the patient was experiencing pain due to thinning of skin at the pocket site and the ipg migrated out of the pocket. The patient underwent a revision procedure wherein the ipg was relocated and was doing well postoperatively.